Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the sternum during a laparoscopic radical resection of rectal cancer, the stapler fired but staples burst out. It was stated that the staples did not form a proper "b" shape. The malfunction was discovered on two reloads. A new stapler and disposable reload was used to complete the case. There was no patient injury.